Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that the cutter and suction not working at an unknown timing. The procedural type was unknown. The surgery was completed after replacing the product. There was no information about patient impact.